Event description:
Dealer stated that the left arm socket on a 3gtq3 power chair is broken causing the end user to allegedly cut her hand. End user has ms and attempted to pivot back the left arm rest, received a small laceration on her left index finger. End user put a bandaid on it, no medical attention sought.